Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, b5, d6b, h3, h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening and 2 openings assessed as surgical damage as per the investigation procedure, creases, wear abrasion and non penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture" (deflation). This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported, "rupture" (deflation). This record is for the left side. Device remains implanted.